Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. The case description states that the customer smelled burning plastic and saw smoke coming from their controller while charging overnight. The controller was unplugged and now will not charge. Visual inspection of the returned controller confirmed the reported thermal event. Closer inspection of the controller charging port found the plastic around the port to be warped and damages were observed inside the port consistent with thermal exposure. The charging cable and charging adapter were not returned with the controller for investigation and so it could not be conclusively determined if the charging cable and charging adapter received similar thermal damage. The back cover of the controller was unable to be removed to inspect the sim card or to check the internal components due to the charging port being melted. It could not be determined if there were any internal issues that contributed to the thermal event. Android log files from the date of occurrence were not available in the cloud system. The controller was unable to turn on. Charging was not attempted, and logs were not pulled from the controller due to the thermal damage to the charging port. Visual inspection confirmed the reported thermal event; android debug bridge (adb), pod insulin delivery, and bolus calculator tests were not performed. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device. Locked down smartphone: lockdown omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's father that while the patient's controller was charging during the night, smoke was observed at the cable port and the controller had a burning smell. The device had been charging for 2 hours when the thermal issue was noticed. The father confirmed the patient was using the charging cable provided with the device. No impact to the patient's blood glucose levels was reported. The patient did not require any medical treatment.